Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 20012. During the procedure, the device seemed as if it were not getting enough power. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05619 and medwatch 2210968-2012-05620. The same patient is represented in each medwatch.